Event description:
It was reported that the patient's right ventricular (rv) lead had an apparent fracture with no pacing capture and oversensing noted. The lead was capped and replaced. During the replacement procedure, the rv lead helix would not extend and high impedance was observed. Another rv lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product evaluation summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood and visual summary analysis of the lead indicated damage at implant.